Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification and detritus buildup at the output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: joules of use: 51,895 and 11:52 minutes. The fiber tip (cap) was cleaned during the procedure the second fiber: joules of use: 114,303 and 26:20 minutes. The procedure was completed utilizing a third fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, "forward firing" was observed with the first fiber. The fiber was exchanged and "forward firing" was observed with the second fiber. Patient outcome no injury reported. This report is for the second fiber used.